Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 25 mm drill bit broke while surgeon attempting to drill in gription pinnacle cup and all pieces found. September 29, 2017 - review of the provided photo found the fluted tip broke off.

Manufacturer narrative:
The device associated with this report was not returned. Review of the provided photograph confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.